Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical suppatt engineer (tse) that error u 02 occurred on erbe integrated electrosurgical unit (iesu). Before contacting the tse, the customer had power cycled the iesu several times, but the issue was not resolved. The tse confirmed the error in the logs. The tse had the customer perform a hard power cycle of the iesu, but the issue persisted on power up. The customer elected not to use the system. After, the customer called back to see if e-200 integrated electrosurgical unit (iesu) could be connected to the system. The tse advised that e-200 iesu was not compatible with the current system. The customer did not provide further details.